Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). After several attempts manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; spoke to ms. (B)(6) and she advised to call back at another time. The customer is in the hospital but not related to his diabetes.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer initially had called for e-5 error: test strip error. The e-5 error had occurred after the blood sample was applied. Mother is calling on behalf of the customer. While troubleshooting during the call on (B)(6) 2017, blood tests were performed by the customer non-fasting and produced test results of e-5 (three times) using truemetrix meter and hi using truemetrix meter. The hi result was obtained with a new vial, same lot number (mt1827) of test strips. The customer is concerned with tests results from results obtained of hi. Customer stated his healthcare provider expects his blood sugar to be under 150 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date at time of call is one week. Customer was unable to go through the meter memory.